Event description:
Surgeon experienced l hook device uncontrolled "arcing" during a laparoscopic cholecystectomy procedure. This caused an incidental burn of the liver when cauterizing the gall bladder.